Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown / unknown head/ lot # unknown, item# unknown / unknown trilogy shell/ lot # unknown, item # unknown/ unknown mulitlock stem/lot # unknown.

Event description:
It was reported the patient underwent revision surgery 15 years post implantation due to poly wear on liner. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d2; g4; h2; h3; h6. D6-implant date-unknown month and day in 2004 reported event was able to be confirmed by review of x-rays . Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is eccentric position of the femoral head within the cup reflecting liner wear. Scattered areas of heterotopic ossification are present. There are small areas of radiolucency at the far medial and lateral margins of the cup and in gruen zones 1 and 7 of the proximal femur consistent with osteolysis. There is no evidence of implant loosening device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.